Manufacturer narrative:
As reported, a mynx control vascular closure device 6f 7f was inserted into a non-cordis 6fr sheath with no issue. When they pulled back, the inflation meter lowered and when tested under fluoroscopy the balloon was leaking. The device was removed and a new mynx device was inserted with no issue. There was no reported patient injury. Hemostasis was achieved with another mynx device. The patient recovered after the event and the hospitalization was not extended as a result of the event. The device was prepped and tested according to IFU with no issues. At prep, the black marker was on the inflation indicator fully exposed. The stopcock was opened when the balloon was at arteriotomy. There was no resistance while inserting the device or while pulling back. There was no unusual force applied while shuttling down/retracting. The mynx was used in was an interventional peripheral (iliac percutaneous transluminal angioplasty with a drug-coated balloon (dcb). The procedure used a retrograde approach. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the right distal common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant was exposed to moisture, which caused the sealant to swell, covering the balloon as received. The syringe and procedure sheath were not returned with the device. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a taper-to-taper tear in the balloon of the returned device, approximately .5 mm from the balloon neck was revealed. A product history review of lot f2124604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as calcium, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The IFU also instructs users to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, a mynx control vcd 6f 7f was inserted into a non-cordis 6fr sheath with no issue. When they pulled back inflation meter lowered and when tested under fluoroscopy the balloon was leaking. Device was removed and a new mynx device was inserted with no issue. There was no reported patient injury. Hemostasis was achieved with another mynx device. The patient recovered after the event and the hospitalization was not extended as a result of the event. The device was prepped and tested according to IFU with no issues. At prep, the black marker was on the inflation indicator fully exposed. The stopcock was opened when the balloon was at arteriotomy. There was no resistance while inserting the device or while pulling back. There was no unusual force applied while shuttling down/retracting. There was no pre-procedure femoral angiogram. The type of procedure the mynx was used in was an interventional peripheral (iliac pta c dcb). The procedure used a retrograde approach. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was the right distal common femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot#f2124604 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.